Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately three months ago. The external iliac arteries were excessively tortuous. The bifurcated stent graft was implanted from the right side in a cross position. The ipsilateral limb was extended with a 16x16x93 into the external iliac artery. Recent CT imaging revealed a type iii (separation) endoleak between the ipsilateral limb and the extension; however, there was no aneurysm enlargement and no distal dilatation. Currently, no intervention is planned and the patient is being monitored by the physician.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (excessively tortuous iliac arteries). Conclusion: device failure/lack of effectiveness related to patient condition (excessively tortuous iliac arteries).